Event description:
Tourniquet placed on pt's left arm setting programmed in device not activated at end of surgery, tourniquet was inflated reading 01 pressure time over 800 minutes. Equipment will be shipped to an independent testing organization for investigation. A follow-up report will be forwarded upon receipt of findings from the organization.